Manufacturer narrative:
(B)(6). A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001951 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After opening the product, there was a strange feeling with the valve of sheath insertion part. It seemed like a valve part was removed. This was found at the time of set up, after opening the product. The issue was resolved by changing the vizigo¿ to another one. The procedure was completed without patient consequence. This was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Additional information was received on 22-jul-2022. To be more specific on what section broke/separate, the valve part was removed. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. No air entered the patient¿s body and no blood return. The issue did not require percutaneous or surgical removal. After the product was opened, there was something that felt strange with the valve at the sheath insertion part. Additional information was received on 3-aug-2022. It was reported that the hemostatic valve was detached from the hub. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 31-aug-2022. The device evaluation was completed on 21-sep-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After opening the product, there was a strange feeling with the valve of sheath insertion part. It seemed like a valve part was removed. This was found at the time of set up, after opening the product. The issue was resolved by changing the vizigo¿ to another one. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record review was performed for the finished device 00001951 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).